Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 527 mg/dl and low blood glucose of 42 mg/dl. The customer was treated with food. The customer did not report symptoms as a result of high blood glucose level. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. The customer reports insulin pump received hardware low level failure. The insulin pump passed self test. Customer did not allege that the insulin pump was over delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. The customer reports insulin was dripping. The insulin pump will not be returned for analysis.